Manufacturer narrative:
(B)(4).

Event description:
An infection was suspected. The pump and catheter were removed. The device system was used to deliver morphine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.